Manufacturer narrative:
(B)(4). Device passed displacement test, however device failed sleep current measurement test and active current measurement test. Problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries are lasting less than a week before the insulin pump asks for a replacement. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they were tried different batteries. The insulin pump will be returned for analysis.